Event description:
Reportedly, while taking the pt to surgical intensive care unit, bleeding occurred. Patient had to be returned to the o.r. And bleeding was discovered along the staple line. Surgeon oversewed the anastomosis.